Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-aug-2019 with the following findings: a review of the pump alarm history showed frequent low battery warnings and replace battery alarms. During investigation, the pump electrical current draws were tested and were within specifications. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation. Investigation revealed corrosion in battery compartment with a crack in the compartment. The pump leaked at the battery compartment. The pump was opened; moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 13-apr-2019, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.